Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg ml at 3100 mcg day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had an infected pump from their replacement in october. There were no external factors that led/contributed to the event and no diagnostics/troubleshooting were performed. The pump was explanted and the healthcare provider implanted a new pump and catheter on the other side of the patient's body. The issue was resolved at the time of the report. The explanted pump was discarded. The patient's weight and medical history were asked but unknown.